Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed during pre-use check. Our field service engineer has investigated the reported machine on site. The o2 gas module has been replaced to resolve the issue and sent back for investigation. The provided logs confirms the reported issue as the internal leakage and safety valve tests have failed during the pre-use check. The returned o2 gas module has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 48 hours. It passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported failed internal leakage test during pre-use check. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).